Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed and pump stop events were confirmed through the submitted log files. Although the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to these events, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained events from (B)(6) 2024 through (B)(6) 2024. Low speed and pump stop events were captured on (B)(6) 2024 and (B)(6) 2024 while the system was connected to the power module. A distal-end driveline replacement was performed on (B)(6) 2024 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events captured in the submitted log file. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events. The submitted log files and additional information provided by the account confirmed that the alarms returned following the driveline replacement. The patient was placed on an ungrounded patient cable and remains ongoing on left ventricular assist system support. The relevant sections of the device history records for vad-61638 and driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, and hmii lvas patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU address system alarm conditions, as well as the appropriate responses for each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D9- percutaneous lead only returned. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured low speed and pump off events (B)(6) 2024 at 0739 while using the power module. It looked as though the driveline was disconnected at 0742 and reconnected a couple minutes later. Alarms resolved when the patient switched to battery power. The system controller was changed in response to the pump stop alarm from the primary to the backup controller to wall power without resolution. The controller was then changed back to primary with battery power with success the cause of the alarm was suspected to be short to shield and it was encouraged by technical services to place the patient on a non-grounded cable. The patient had symptoms of light-headedness. Log files were sent again on (B)(6) 2024 due to the patient symptoms that captured routine events. On (B)(6) 2024, an external percutaneous lead replacement performed. No alarms were noted after the patient was placed on a grounded patient power cable. Additional information was provided that the patient presented to the clinic on 21nov2024 with a low-speed advisory alarm after connecting to a grounded cable. The patient was immediately placed back onto battery and was again connected to an ungrounded cable without any issues. Log files were submitted for review and the data was normal until (B)(6) 2024 at 12:49 when the pump speed dropped below the low-speed limit. This occurred when the system controller¿s white lead was connected to a power module this resolved when the system controller white lead was disconnected from the power module. Per the site, the patient would be given an ungrounded cable as it was the best option for the situation.